Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed high and undefined impedance approximately one month after implant. Follow up received from the physician stated that the patient was seen for a device check the day after the report was submitted to the manufacturer and there was no indication of high and undefined impedance issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed high and undefined impedance approximately one month after implant. The rv lead remains in use. No patient complications has been reported as a result of this event.